Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent hernia. It was reported that after implant, the patient experienced seroma, adhesions, recurrence of hernia, component separation, and infection. Treatment provided for these conditions include revision surgery and lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after implant, the patient experienced seroma, abscess, open wound, adhesions, recurrence, and infection. Treatment provided for these conditions include revision surgery, component separation, reconstruction of abdominal wall, debridement of abdominal wound, lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after onlay implant, the patient experienced seroma, abscess, open wound, adhesions, recurrence, and infection. It was reported that after the implant, the patient experienced revision surgery, component separation, reconstruction of abdominal wall, debridement of abdominal wound, and lysis of adhesions.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after implant, the patient experienced seroma, abscess, open wound, adhesions, recurrence, and infection. Treatment provided for these conditions include revision surgery, component separation, reconstruction of abdominal wall, debridement of abdominal wound, lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after onlay implant, the patient experienced seroma, abscess, open wound, adhesions, recurrence, and infection. Treatment provided for these conditions include revision surgery, component separation, reconstruction of abdominal wall, debridement of abdominal wound, lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.